Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) could not inflate the device due to fluid loss. Surgical procedure revealed that the pump was flat because there was no fluid, and the cylinders layers were torn; therefore, the existing aus was removed and replaced. There were no patient complications were reported.